Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During the third month of support, the pump lost its optical signal. Support was continued, and no harm occurred to the patient.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The logs confirm that oscillating contrast occurred leading to the placement signal not reliable alarm. The consoles internal circuitry was inspected with no observable anomaly. The root cause for the placement signal not reliable alarm caused by oscillating contrast was most likely a defective optical bench. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.